Event description:
It was reported the image is fuzzy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the image is fuzzy was confirmed. The prevue ii traditional probe has a snowy image in comparison to a test probe on the customer's prevue ii console. The root cause was identified as internal failure of the prevue ii probe. Initial report of fuzzy image and intermittent connection of the probe were thought to be related however during evaluation of the returned devices, it was determined they are not and will be addressed in separate files. This medwatch report will address the fuzzy image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the image is fuzzy, the machine would beep intermittently and say the probe was not connected. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This supplemental MDR is being submitted for correction on the annex a code.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This supplemental MDR is being submitted as a part of a remediation effort based on error occurred in the submission of mdrs for incorrect product code.